Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, no pre-balloon aortic valvuloplasty (bav) was performed. A post balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). The valve dislodged possibly due to the bav. Subsequently a non-medtronic valve was implanted. No additional adverse patient effects were reported.